Manufacturer narrative:
The explanted inlay was discarded by the facility and is not available for evaluation. The device history record (DHR) review of the manufacturing lot for this device was performed and there were no discrepancies or unusual findings related to the reported issue. Inlay shifts in position and inlay removal are listed in the device labeling as known potential risks. Please reference MFR# 3005956347-2017-00049 for the replacement inlay serial# (B)(4). Complaint reference number: (B)(4). Date emdr submitted to FDA: 06/01/2017. Device discarded by user.

Event description:
The patient underwent implantation of the raindrop corneal inlay on (B)(6) 2017. One day postoperatively the inlay decentered; during the attempt to re-center the inlay, it became lost during flap manipulation. A new inlay was implanted successfully. The following day, the replacement inlay had also decentered and was subsequently explanted on (B)(6) 2017. Additional information has been requested.

Manufacturer narrative:
Please reference MDR #3005956347-2017-00049 for the follow-up report involving replacement inlay serial #(B)(4). Complaint reference #: (B)(4).

Event description:
The surgeon provided the following event details and update. The initial surgery to implant the inlay in the patient's left eye was uneventful. Preoperatively, the patient's bcdva was 20/25, decreasing to 20/400 prior to intervention to exchange then explant the inlay due to inferiornasal inlay decentrations. It should be noted that this visual acuity was measured 1 day postoperatively and is therefore not reflective of a stable final acuity. At the most recent post-explant examination on (B)(6) 2017, the patient's bcdva improved to 20/25-1 and the prognosis was good.